Event description:
It was reported via repair work order that the scale was inaccurate due to a malfunctioned head right load cell. It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.